Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was 118 mg/dl at the time of the incident. The customer also reported that the insulin pump alarmed no delivery. No troubleshooting was performed. The insulin pump is not expected to return for analysis.